Manufacturer narrative:
The device has been requested but not received yet. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: there are no radio opaque markings between the distance of where the markings start and the tip. No pt injury reported.